Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. The product was explanted and a pericardial effusion and hematoma was noted at the time of explant. A new system was place on the patient's right side. To date, no additional adverse patient effects have been reported.